Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient on impella cp had encountered limb ischemia. When the bedside nurse rechecked, the distal pulse was unable to be dopplered and so the vascular team was consulted. The decision was made to intubate the patient and place a distal perfusion catheter. The vascular surgeon successfully placed a femorofemoral distal limb perfusion sheath with positive flow to the impella side, noted on vascular ultrasound. The procedural outcome was the patient survived the surgery.